Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose level and customer believed pump was over delivering. Customer blood glucose level at time of incident was 54 mg/dl. Customer current blood glucose level was 126 mg/dl. The customer was treated with fruit juice. Customer believed pump was over delivering because they think delivering more than they really needs. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was active at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.